Event description:
On (B)(6) 2016 additional information received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was hospitalized last week. She saw the doctor who said the pump was not her problem, but he did not say what might be causing her weakness and lots of pain. A CT of thoracic spine was taken, but the results were unknown at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 600 mcg/day. The drug lot number of lioresal and other medications the patient was receiving at the time of the event was unknown / not available. The indication for use regarding the pump was intractable spasticity. The patient was noted as never having received efficacy. It was further reported that the patient's dose was increased to 600 mcg and the patient received no relief. The date of the event was unknown / not reported. A dye study / cat scan showed the catheter was epidural. The patient was going to have the catheter replaced as soon as the physician had space in his surgery schedule. Surgery had not yet been scheduled and the issue was unresolved as of (B)(6) 2015. The patient was without injury regarding their status at the time of the report. No further information was available at the time of the report. Additional information requested included drug lot number and therapy dates of lioresal intrathecal, other medications the patient was receiving at the time of the event, medical history, onset of symptoms/issue, and action/intervention performed to resolve the event. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
Main component of the system: product ID: 8637-40, serial# (B)(4) implanted: (B)(6) 2015, product type: pump.

Event description:
Additional information was received indicated the cause of the patient's pain and weakness was a meningioma and it was not related to the catheter being in the epidural space. Catheter revision surgery did not occur.